Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead capped due to low sensing amplitude evidenced by poor r waves. No adverse patient events reported. Should additional information become available, it will be added to this file.

Manufacturer narrative:
Combination product: yes, lead was explanted (B)(6) 2024. Upon receipt, the lead under complaint was found cut 15 cm proximal to the lead tip. The distal lead fragment with inserted locking stylet and a 47 cm long proximal lead fragment were returned and subjected to an extensive analysis. In the course of the analysis, the lead fragments showed tissue residuals around the shock coils and the lead tip. Furthermore multiple signs of wear could be noted. In particular on the distal lead fragment the insulation was multiply rubbed through which can be considered the root cause for the observed electrical abnormalities. The tissue residuals indicate severe ingrowth of the lead in the implanted state which might have contributed to severe mechanical stress during the implantation duration of more than 16 years. Furthermore extraction damages were found such as cuts in the insulation and deformations of the shock coils. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lead capped due to low sensing amplitude evidenced by poor r waves. No adverse patient events reported. Should additional information become available, it will be added to this file.